Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left, sz 5 (cat# 02-010-03-0250 / serial# (B)(4)); lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately three years post initial tka, this (B)(6)male patient indicates that patient was diagnosed with mechanical failure. Patient underwent revision surgery due to significant polyethylene wear and cystic formation within the proximal tibia and the distal femur. Following the revision surgery, patient continues to be limited in activities of daily living, patient has difficulty with daily activities such as getting dressed, climbing stairs, and bathing. Furthermore, despite undergoing the revision surgery, patient experiences daily pain and discomfort in left knee which limits patient¿s activities of daily living and impacts patient quality of life.

Manufacturer narrative:
These devices are used for treatment not diagnosis.

Manufacturer narrative:
The revision reported in the case was likely the result of prosthesis wear of the tibial insert, possibly due to malalignment between the implants, high contact stresses during knee flexion and/or extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the type, extent, and cause of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no radiographs or photographs were provided.